Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the baths were draining fine but the vacuum isolator chamber (vc1) was not draining properly. He replaced the tubing in the drain valve for the vc1 to correct the instrument issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. Identified failure mode: vc1 and related tubing. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results for all parameters due to carryover or dilution of patient samples due to improper vc1 draining. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The customer reported that ¼ cup of clear liquid leaked from the act diff 2 and fluid was underneath the instrument while running patient samples. Customer stated controls had failing values after they noticed the leak. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.